Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a dialysate leak occurred. The biomed stated that the dialyzer was cracked under the header cap, where the dialysate line connects to the dialyzer, which caused a leak of dialysate 3hrs 45 mins into a pts treatment. The leak was visually observed and the machine alarmed. The biomed stated that there was no blood leak, the pt had no adverse effects and did not require any medical intervention. The sample has not been returned to the MFR.